Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a needle hub assembly with the shield removed. There is a second (2nd) cannula apparently adhered to the needle hub with epoxy. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. The customer also reported ¿a difficult time seeing bubbles with these needles¿ which could potentially be a clogged or blocked needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed for the two potential lots with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: material no.: 305106 batch no.: unknown it was reported that a second needle was attached in the hub of the needle. It was also reported a difficult time seeing bubbles with these needles. Per email: good day. I just want to inform your company that we found out that one of your 30g x ½ ¿ needle have 2 needles attached to it. I don¿t have the exact lot number of this item. Per phone call: stated that the issue was discovered "sometime last week". She mentioned that they are "having a hard time seeing the bubbles in these needles".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: material no.: 305106, batch no.: unknown. It was reported that a second needle was attached in the hub of the needle. It was also reported a difficult time seeing bubbles with these needles. Per email: good day. I just want to inform your company that we found out that one of your 30g x ½ ¿ needle have 2 needles attached to it. I don¿t have the exact lot number of this item. Per phone call: stated that the issue was discovered "sometime last week". She mentioned that they are "having a hard time seeing the bubbles in these needles".